Manufacturer narrative:
Additional information was provided:  additional information was received: it is unknown if any distal disease was left untreated or if ¿healthy tissue to healthy tissue¿ was originally covered by the stents. The residual stenosis rate was unknown. It is unknown what antiplatelet/anticoagulation medications was the patient taking. The in-stent restenosis rate was unknown; and it was unknown if the patient presented with symptoms/conditions due to the in-stent restenosis. It is unknown if the patient¿s symptoms/condition resolved after restenosis treatment, or what was the residual stenosis rate. Complaint conclusion: three years after a smart stent was implanted in the left superficial femoral artery (sfa), an in-stent restenosis was confirmed. Plain old balloon angioplasty (poba) was performed and the patient recovered. The patient was an (B)(6)-year-old female. The target lesion was the middle portion of the left superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was mild. The rate of stenosis was 87.4%.on 7/2/2013, a 6x120mm smart stent was placed in the target lesion without any issue. It is unknown if any distal disease was left untreated or if ¿healthy tissue to healthy tissue¿ was originally covered by the stents. He residual stenosis rate was unknown. It is unknown what antiplatelet/anticoagulation medications was the patient taking. On 8/29/2016, it was confirmed that the lesion with the stent was calcified and had restenosis. The in-stent restenosis rate was unknown; and it was unknown if the patient presented with symptoms/conditions due to the in-stent restenosis. On (B)(6) 2016: poba was performed. The patient recovered. It is unknown if the patient¿s symptoms/condition resolved after restenosis treatment, or what was the residual stenosis rate. The device remains implanted in the patient and will not be returned for analysis. A device history record (DHR) review of lot 15851076 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. In-stent restenosis (isr) of an artery is often associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a prevention or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. Stenoses in stents are usually treated with intrastent pta or placement of a second stent.  Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Neither the DHR nor the information available for review indicate that there is a design or manufacturing related issue, therefore no corrective action is required.

Manufacturer narrative:
(B)(4). The device remains implanted in the patient; therefore, the device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, three years after a smart stent was implanted in the left superficial femoral artery (sfa), an in-stent restenosis was confirmed. Plain old balloon angioplasty (poba) was performed and the patient recovered. The patient was (B)(6)-year-old female. The target lesion was the middle portion of the left superficial femoral artery. The patient¿s vessel level of tortuousness and calcification was mild. The rate of stenosis was 87.4%. On (B)(6) 2013, a 6x120mm smart stent was placed in the target lesion without any issue. On (B)(6) 2016, it was confirmed that the lesion with the stent was calcified and had restenosis. On (B)(6) 2016: poba was performed. The patient recovered. This is a case from (B)(6).